Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose reading by adc device sensor scan result, did not notice a trend arrow on the device, when compared to unspecified blood glucose readings obtained on a competitor brand meter on the 10th day length of wear. As a result, the customer experienced cramps, sweating, and was unable to self-treat due to symptoms, resulting in a loss of consciousness and seizure. Healthcare professional (hcp) contact was made by the customer and their blood sugar were measured along with blood pressure, oxygen saturation, and was then treatment with 8 units of glucose intravenously by a healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. Sensor state 7 with event log [11] and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Based on returned product download, section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified higher glucose reading by adc device sensor scan result, did not notice a trend arrow on the device, when compared to unspecified blood glucose readings obtained on a competitor brand meter on the 10th day length of wear. As a result, the customer experienced cramps, sweating, and was unable to self-treat due to symptoms, resulting in a loss of consciousness and seizure. Healthcare professional (hcp) contact was made by the customer and their blood sugar were measured along with blood pressure, oxygen saturation, and was then treatment with 8 units of glucose intravenously by a healthcare professional. There was no report of death or permanent impairment associated with this event.